Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy when 2 devices were used for pulmonary parenchyma resection at first attempt, the surgeon tried to fire the device, however could not squeeze the handle. Replaced by new a device, however the same event occurred. Replaced by a competitor's device, and the firing was completed. The sales rep checked the cartridges in question and noticed the staples was slightly pushed up. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.